Event description:
It was reported that the pt could not hear any sound at the switch on appointment after a vibrant soundbridge repositioning surgery. A CT scan and further device testing are planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.